Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump had a damaged display. The blood glucose reading was over 600 mg/dl. The caller stated that there were cracks in the display, rendering the screen illegible. She noted that the damage occurred when the customer had toppled while on a bicycle. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The displacement test could not be performed due to an unreadable lcd screen. The screen is unreadable due to a cracked lcd glass. There were minor scratches on the lcd window, a cracked reservoir tube lip, scratches on reservoir tube window, and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.